Event description:
It was reported that, "the adapter would not stay in the set position. We used other one in the set. Part was given to (B)(6) to return."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.